Event description:
Affiliate reported that during a bifrontal trepanation, the perforator did not stop early enough. Five holes completed prior to failure happened. The dura was intact after drilling. No injury or damage for the pt. Please note: for the last hole the trepanation made cranial of the onset of the zygomatic bone. The bone thickness varied.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as rec'd, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from what which is stated above or if any further info.